Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation and the initial visual inspection did not reveal any abnormalities that could have contributed to the reported condition. The condition of a leak was confirmed based upon the additional pressure testing that was performed. The assignable cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one interlink y-type blood set was observed to be leaking where the blood chamber meets the tubing. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4).to address this issue, the supplier was notified of the issue. Should additional relevant information become available, a supplemental report will be submitted.